Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer also tightened the screws on the drawer handle and reseated the open/close sensor cable to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer stated that the drawer was jammed, the user was not able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.